Manufacturer narrative:
Device history logs confirmed a recent self-test warning for audio_test caused by a malfunction in the audio circuit. After that, there are multiple self-test warnings for error_no_button_tested, which likely occurred because the user did not hear any sounds or voice prompts when the battery was inserted. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was requested for investigation by philips ecr failure analysis. The customer was provided with a replacement device and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available, the potential cause of the reported problem was a potential component failure. The root cause could not be confirmed because the device is not available for investigation. The reported problem was confirmed through the device history review. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis at this time. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. It has been concluded that no further action is required at this time.

Manufacturer narrative:
(B)(4) was determined to be created/split from (B)(4) in error. The device, serial number, (B)(6) was confirmed to have the same root cause and the details will be encompassed in (B)(4).

Event description:
It has been reported to philips that self test will not start.